Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2013, at an unspecified time, an unspecified line of the device was programmed to deliver an unspecified concentration of cytabarine, for duration of 24 hours, and the delivery was started. No further programming parameters were provided. It was reported that the pump programming was confirmed to be correct by a reported multiple nurses. On (B)(6) 2013, at 1600, it was reported that the device alarmed at the delivery was complete. At that time, the nurse noted the medication container was empty. The customer contact indicated the delivery had completed 2 hours earlier than expected. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.